Event description:
The customer reported that there was no cine available on the system.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep spoke with the hosp biomed, who asked if the system could only operate with one cine. The service rep told him that it needed two. This case is completed.